Event description:
It was reported that the patient underwent a spinal surgical procedure to treat to lumbar spondylolisthesis. It was reported that the patient suffered paraplegia post-op and also reported having pain in the waist. It was found that the screw and nut have loosened. The patient has decided to undergo a revision surgery however the date of the surgery was not reported. No additional information is available at this time.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 837-645, lot # 0007240w and part #837-635, lot #w07m1122. (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.